Event description:
The customer reported that prior to use on a pt, the iabp generated a "system failure code #65" (safety vent failure) alarm. The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformance in the DHR related to the reported event. The company representative was unable to duplicate the reported problem after cycling power 40 times. The iabp was tested to factory specification. It functioned normally and was returned to the customer. We are following up for pt information. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).